Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had an increase recharge burden. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted and replaced to address the issue. Effective therapy was establish after surgery.

Manufacturer narrative:
Correction: section d10 - concomitant medical products and therapy dates- the medical products and date of therapy of the leads were inadvertently omitted from initial report. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.